Event description:
Mat#: 383313 batch#: unknown (24ga) it was reported by customer that they've been meeting resistance from the sheath even after with twist and attempt to push the bevel all the way up. Verbatim: rcc received the complaint via phone. Pir as attached. Issue: we've been meeting resistance from the sheath even after with twist and attempt to push the bevel all the way up. Pt impact: yes/pain doe: several days ref 383323 lot: 3012022 (22g) and 383313 (24g).

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle was difficult to remove during use. The following information was provided by the initial reporter: "issue: we've been meeting resistance from the sheath even after with twist and attempt to push the bevel all the way up. Pt impact: yes/pain. Doe: several days".